Manufacturer narrative:
The warnings in the package insert state apart from the adverse effects listed, there are always possible complications of any surgical procedure such as, but not limited to, infection, nerve damage, and pain, which may not be related to the implant. Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a revision surgery due to a csf leak.